Event description:
A surgeon reported that a pt who rec'd op-1 putty in combination with 15cc's of calstrux and 8cc's of blood for an unk indication and experienced drainage. Cultures were pending. F/u info rec'd on 08/25/2006 confirmed that the pt, a male who rec'd op-1 putty in combination with calstrux in 2006, as part of a lateral transverse process fusion l4-l5-s1, segmental instrumentation l4-l5-s1, and complete laminectomy l4-l5 and l5-s1, with bone graft harvesting for an unk indication, was hospitalized five days prior, for serosanguinous drainage and an enterococcus faecalis infection. Testing included a culture and sensitivity which revealed the enterococcus faecalis. Treatment included an incision and drainage. Outcome was not provided. The surgeon suspects the events were related to the use of calstrux and op-1 putty. Add'l info is being requested.